Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) test results and confirmed with (B)(6) confirmatory testing is unknown. The patient samples are processed and placed in aliquot sample tubes that are drawn at an offsite sample collection and handling facility. The customer has declined a customer service visit. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
(B)(6) advia centaur xp (B)(6) results were obtained by the customer on three patient samples and confirmed with (B)(6) confirmatory testing. Repeat (B)(6) testing was performed on one patient sample and the result was (B)(6). A new blood sample was drawn from all three patients and the advia centaur xp (B)(6) results were(B)(6). Corrected reports were issued to the physician(s). There was no known report of patient treatment being altered or adverse health consequences due to the confirmed reactive advia centaur xp (B)(4) assay results.